Manufacturer narrative:
Eval summary: sample was visually inspected w/no signs of any defects found. Testing was performed on a pump spike set and product in a bag. A 4-port connector was also used to connect the sample w/ the rest of the set up. Pump was set at 300 ml/hr for one hour, after the one hour product delivered as it should. No defects were found. No visual or functional defect noted.

Event description:
The device was placed on 8/16/96. Tube placement was verified by x-ray. The pt had a low grade temperature over the following weekend. Caregivers reported difficulties feeding through the device and presence of blood in the extension tube. Staff tried to remove the device. Dark red drainage was noted. The pt was taken to the emergency room. The physician stated the device was patent. Granulation tissue was noted in 8/21 and 8/22. Skin inflammation was noted. Antibiotics were prescribed.